Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012526076); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a patient with a quadricuspid aortic valve, upon 80% d eployment, there was "too much" paravalvular leak (pvl) observed. Subsequently, the valve was recaptured and withdrawn from the patient. The physician decided to abort the procedure and perform a surgical aortic valve replacement one week following the initial implant procedure. Per the physician, the patient's quadricuspid native valve contributed to the pvl.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a patient with a quadricuspid aortic valve, upon 80% deployment, there was "too much" paravalvular leak (pvl) observed. Subsequently, the valve was recaptured and withdrawn from the patient. The physician decided to abort the procedure and perform a surgical aortic valve replacement one week following the initial implant procedure. Per the physician, the patient's quadricuspid native valve contributed to the pvl. Additional information was received that the severity of pvl observed was moderate.